Event description:
It was reported that a malfunction occurred on the pump, designated by malfunction code malf 16-0x20e6. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. To address the issue, the customer reverted to the backup therapy of multiple daily injections (mdi) while technical support arranged for a replacement pump. The pump was confirmed to be under warranty, and the customer received instructions on storage mode and the process for returning the faulty pump via ups with a pre-paid label. The replacement pump with updated software and training resources was sent to the customer, who acknowledged understanding the instructions.